Event description:
It was reported that during use of the device for non-clinical activity, the central control monitor (ccm) touchscreen would not pick up selections in the bottom left quadrant of the screen after calibration. The cursor position was away from where the finger was touching the screen. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Per the manufacturer's subsidiary, the reported non-clinical activity was testing of the ccm to ensure the touch screen was working properly during the in-process check. The service repair technician (srt) duplicated the issue and found that recalibration of the screen did not correct the issue. He found the touchscreen to be cracked on the corners. The touch screen was replaced. The unit operated to the manufacturer's specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.